Manufacturer narrative:
(B)(4). UDI number unavailable as the manufacturing date is not available

Event description:
It was reported that "video signal cable short-circuited during use, display black screen". The pump was exchanged for a new pump. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "video signal cable short-circuited during use, display black screen". The pump was exchanged for a new pump. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number unavailable as the manufacturing date is not available. The reported complaint of "display blank screen" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the event details, there was a short circuit on the display cable which was likely the cause of the blank screen. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.